Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history records for the component lot was reviewed. Unrelated processing anomalies were found during the review. The associated lot was mitigated and released based on the manufacturer's acceptance criteria. Because a sample was not returned and no evidence of related issues could be found in the lot record review, the root cause for the defect reported by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument before use. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. (B)(4).

Event description:
A customer reported multiple dull knives during multiple surgeries. The knives were exchanged and the procedures were completed with no harm to the patients.